Event description:
It was reported that in the ICU, the guide wire does not come out after passage of the catheter and the swg that surrounds the guide is released. This was reported with very limited details. Add¿l info: upon receipt and decontamination of the sample on (B)(6) 2012 this event was determined to be reportable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.